Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, a shaft break occurred. As the 3.0x20mm maverick 2 balloon was unpacked, it was noted that the shaft was broken. The procedure was completed with another 3.0x20mm maverick 2 balloon. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).